Event description:
Event description: it was reported that after the concomitant watchman laao procedure on (B)(6) 2025, the watchman device became dislodged from the left atrial appendage and migrated to the patient's left ventricle. This was discovered when they returned to the hospital with hypotension over the weekend (exact discovery date was unknown). Modality of imaging that led to the discovery was unknown. The patient required surgical intervention to remove the device, as well as a mitral valve replacement. The patient was reported to be stable in condition and recovering. Report of the incident was provided to the caller (clinical account specialist) by the physician today, 10/1/2025. The watchman device placement was done with the assistance of a soundstar catheter. The physician, watchman rep and ultrasound cas present for the procedure, were reported to be "pleased with the placement" of the device. On (B)(6) 2025 the procedure was completed without incident, as was the trupulse pfa case that proceeded it. Case type: watchman laao placement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).